Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013; inratio: 3.2; date: (B)(6) 2013; inratio: 2.3; date: (B)(6) 2013; inratio: 2.4; lab: 5.7 (5 hours between tests). Therapeutic range: 3.0-3.5. Pt self tester noted excessive bruising and bleeding from the gums on (B)(6) 2013. Pt's coumadin dosage was increased beginning on 6/10. Coumadin dose was withheld based on lab result from 7/15.